Event description:
Additionally, during the device reparation, a gap in the adhesive between the distal end and the server plug-in was found.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: -for the event "sign of humidity and corrosion inside the lens from the light guide": it is presumed that the light guide-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the light guide-lens which led to corrosion. However, the root cause for this occurrence could not be specified. -for the event "gap at distal end glue": it is presumed that the event may have occurred by physical stress such as hitting/dropping distal end, and/or by chemical stress from chemical solutions, or the like. However, the root cause for this occurrence could not be specified. The event can be detected by following the instructions for use which state: for the event "sign of humidity and corrosion inside the lens from the light guide": evis exera ii tjf type q180v operation manual, chapter 3: "preparation and inspection". For the event "gap at distal end glue": operation manual, preparation and inspection under inspection of the endoscope "inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited signs of humidity and corrosion inside the light guide lens, and the channel tube was found to be clogged. There were no reports of patient involvement.